Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleged the patient suffered pain, clicking, clunking and popping of the implanted hip, discomfort, burning, throbbing, and elevated metal ions levels (measured at 2.5 cobalt and 2.3 chromium in (B)(6) 2011).

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken as, there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Update rec'd (B)(6) 2015 - plaintiff¿s preliminary disclosure form was received, which identified dob. There is no new additional information that would affect the investigation.

Manufacturer narrative:
**Update** (B)(4) 2013 - ppd received. Part/lot has been updated. There is no new information that would change the outcome of the investigation. Depuy considers this complaint closed at this time.